Manufacturer narrative:
(B)(4). Date sent: 5/18/2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one ecr60b reload was returned inside its package unopened; upon visual inspection of the package, they were noted that there is glazing on some part of the seal area. However, the seal area was noted completed. Based on the information currently available, a product issue was identified during the investigation of the sample received. This defect has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 932a09, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent: 4/19/2023. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1st additional information follow up could you please provide more details to the complaint? Was there any damage to the packaging? Which portion of the packaging was damaged (tyvek, plastic/blister, white outer box, etc.)? Was sterility compromised as a result of the packaging damage? A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, some part of the package was thin. The surgeon was concerned about the sterility, so another device was used to complete the case. There were no adverse consequences to the patient.